Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to a product performance issue. The specific product performance issue was not reported. The lv lead is a non boston scientific product. There were no additional adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).